Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. Customer did not perform troubleshooting for low blood glucose reading. Customer treated their low blood glucose reading with juice. Customer also reported blank display. Customer perform troubleshoot for the blank display but the display did not return. Insulin pump returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error alarms noted during testing; however, power error alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error. Device received with scratched case, pillowing keypad overlay, and a minor scratched lcd window.